Manufacturer narrative:
The device was evaluated by resmed (B)(4). The eval determined that the device failure was due to a pneumatic block malfunction. The pneumatic block was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).